Event description:
It was reported that the procedure was to treat a lesion in the posterior tibial artery with mild calcification. The 2.5 x 80 mm fox sv balloon catheter was advanced without issue; however, it was observed under fluoroscopy that both balloon markers were side by side on the distal end of the balloon. The fox sv was removed without issue and a new fox sv was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The mislocated markers were able to be confirmed. A review of the electronic lot history record (elhr) for the reported lot revealed no associated nonconforming material records (ncmrs), indicating all lot release testing met specifications. A query of the complaint handling database for the reported lot revealed no other similar incidents mislocated markers. Based on preliminary information, this occurrence appears to be an isolated event. Further investigation and corrective/preventive actions will be performed as appropriate per local operating procedures.